Manufacturer narrative:
A nurse entered the pt's room and found the trach laying adjacent to her in the bed. The neckband was still attached to the left side of the trach tube. The velcro end on the opposite end of the neckband was not witnessed. The pt was reported to be a slightly active 1 year old female, and on previous occasions had been seen reaching her hands to her face and touching the collar. The pt was taken to the hospital. The facility would not provide any other details pertaining to the patient. The facility conducted an investigation and did not identify a root cause for this incident. It is not known if the holder was adequately secured prior to the incident. The sample was not returned for evaluation. No lot number was provided. We have not had a similar for this device. At this time a root cause has not been determined.

Event description:
One side of the neck holder was not attached and the trach was found laying next to the pt. The pt was taken to the hospital.